Event description:
Severe pain, leg swelling. Durolane injection given bilateral knees on (B)(6) 2020. Severe pain and swelling in quadriceps muscle resulted. Still severe pain 5 days later. Was unable to walk, get into or out of bed, get on or off toilet. Tried ice, tylenol, naproxen without relief. Pain was so severe I could not sleep past 2 am. It is not infected. There is currently no caller or erythema. I had durolane injections in the past with only a few hours of discomfort afterward. This was a whole different animal. I am now day 5 after injections and l knee is almost back to baseline, but right still with significant pain and bulge in quadriceps for 14 cm above patella. I am a retired physician and realize this is significant enough that it should be reported. (B)(6) administered the product and would have batch number if needed.